Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed. Visual observation revealed light nicks and marks at the distal tip, and when the cutter rod was removed some debris was present along the surface of the rod. When tested for its functionality, it was fully functional, but the device cutter could not be returned to the original position easily. It is possible that debris has built up inside the device after being reused multiple times and not cleaned properly. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair, a cord cutter broke during the procedure. The inner hub inserter piece became stuck and subsequently the handle could not be used. There was a 2 minute delay in the case and no patient consequences. A new cord cutter was opened and the case completed. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.